Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes. The caller did not know the customer's blood glucose at the time of death, however, stated that the customer's blood glucose was above 600 mg/dl leading up to her passing. The customer's blood glucose readings on the (B)(6) were above 600 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors however the caller did not know whether the customer was wearing a sensor at the time of death or not. The caller declined returning the insulin pump.